Manufacturer narrative:
Per the t:slim user guide, if insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. Customer's blood glucose (bg) was 600 mg/dl. Customer's bg also was impacted by kinked non-tandem infusion set cannulas. Pump supplies were changed and a bolus was delivered in an attempt to address bg. Customer was admitted to the hospital and was treated with insulin injections/intravenous fluids. Elevated bg was resolved and customer was discharged the same day with no permanent injury. Tandem technical support educated the customer on the resume pump alarm. Reportedly, customer reverted to using manual insulin injections and resumed pump therapy after infusion set supplies were obtained.